Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose ranged from 202-262 mg/dl. Reportedly, a temperature change had occurred to the pump prior to an occlusion alarm declaring. The supplies were changed to address the event and insulin delivery was resumed. Reportedly, customer had manual injections available as alternate insulin therapy.